Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2017-03889. During an implantation of a device dependent patient due to second degree atrioventricular block, the pacemaker would not respond when it was programmed after its first interrogation. All requested parameters were entered into the related fields on the programmer screen and the programmer would not respond for an extended period of time. The programmer was reset and the device was interrogated with success.